Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states she is feels well and does not require medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 06/13/2018. Customer confirms the strips were first opened on (B)(6) 2015 and have been stored properly. Customer performed back to back blood test 69mg/dl and 72mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states she is feels well and does not require medical attention. The customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 06/13/2018. Customer confirms the strips were first opened (B)(6) 2015 and have been stored properly. Customer performed back to back blood test 69mg/dl and 72mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:concern with 52 mg/dl (she was unable to read the time/date on the meter). No adverse event reported.